Manufacturer narrative:
(B)(4).

Event description:
It was reported that cvc was working fine and then a leak was noticed. When investigated; noticed it looked cut. It is unknown if this happened during use or came out of pack like this.

Event description:
It was reported that cvc was working fine and then a leak was noticed. When investigated noticed it looked cut? It is unknown if this happened during use or came out of pack like this.

Manufacturer narrative:
(B)(4). The customer returned one four-lumen cvc for evaluation. The medial 1 extension line was damaged adjacent to juncture hub. The damage is consistent with contact with a sharp object. The extension line was cut 4 mm from the juncture hub. The lot number of the actual sample was not known; however the customer provided a potential lot number. A device history record review was performed on the potential lot number and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this item cautions to minimize the risk of cutting the catheter do not use scissors to remove the dressing. The customer reported issue of the extension line being damaged was confirmed during the complaint investigation. The customer returned one single-lumen PICC with a cut extension line. A device history record review was performed using a potential lot number provided by the customer and no relevant findings were identified. Based on the information and sample, it was determined that operational context caused or contributed to this complaint. Teleflex will continue to monitor and trend for reports of this nature.